Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported malfunction. The fse calibrated the 30psi and the drive transducer. The fse performed a test run of the unit and left it for 24 hours. The unit could work normally without any errors occurring.

Manufacturer narrative:
Due to character limitation in e1 for event site name, event site name - (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during weekly check, the cardiosave intra-aortic balloon pump (iabp) showed fault codes 58 and 124. There was no patient involvement.